Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper and lower cases and side bail covers were broken and that the interconnect flex bent incorrectly. This device was included in that field action, returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
The external pulse generator was returned as part of a trade-in/exchange program and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.